Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the pt reported their back has been hurting since the implant date and that ins has helped a very little bit. Patient reported nothing has worked. Paddle has been replaced, battery in remote. Device does not hold a charge. Impossible to find a good connection when trying to recharge must remove battery from remote, and reset every day. Issue not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), product type: lead. Other relevant device(s) are: ubd: 17-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.